Event description:
The customer reports that a power outage occurred in their laboratory and the architect i2000sr analyzer shutdown. When the customer went to power the analyzer back up, she saw sparks through the back vents accompanied by popping sounds. A message appeared on the analyzer's monitor regarding "improper shutdown." The abbott technical customer service representative talked the customer through shutting the analyzer down a second time and again, sparks came from the back of the analyzer when the power switch was turned on and would not remain on. The analyzer is connected to an uninterrupted power supply. A service call was initiated. There were no injuries reported nor damage to the surrounding lab environment. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Spark (B)(4).

Manufacturer narrative:
An abbott field service engineer visited the customer site and replaced the power supply. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) contains information to address the customer's current issue. Per the information from the customer site and the results of the current evaluation, a product deficiency was not identified.